Event description:
It was reported that t:slim x2 pump battery would not charge and charging was very slow. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.